Manufacturer narrative:
The sample is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "the trocar blade broke" (break). The surgeon reported the trocar blade broke when he attempted to insert it through the cannula. The trocar and cannula were switched out and the case was completed. No patient injury was reported.